Event description:
It was reported that when using the bd pyxis¿ medflex 1000 calibrate touchscreen was off to the touch. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touchscreen was off. The technical support specialist (tss) dialed into the system, calibrated the screen through elo touchscreen application and rebooted the system. Tss confirmed that the touchscreen was more accurate and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.